Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl and stated that they ate burger and fries due to which their blood glucose went high. It was unknown that the customer was used auto mode at the time of high blood glucose or not. Customer stated that they were unable to calibrate insulin pump. The insulin pump will not be replaced. Customer agreed to return the product for analysis.